Event description:
It was reported that balloon catheter intra-aortic balloon (iab), where the ICU person suspected incorrect timing after noticing changes in augmented pressure readings. The pump was confirmed to be in auto-mode with appropriate waveforms, but assisted pressures were lower than expected. A chest x-ray revealed the distal marker positioned near the fourth intercostal space, suggesting possible malposition. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Other contact person phone number (B)(6). Correction field d7a g2. Updated field b4 d9 g3 g6 h2 h3 h6 type of investigation findings component code investigation conclusions h11. An ICU fellow tyler contacted the clinical support line with concerns that the intra aortic balloon pump iabp timing appeared incorrect after noticing changes in augmented pressure values approximately 30 minutes prior. The patient had been transferred from the cath lab about four hours earlier. Initial review of a screenshot showed the iabp operating appropriately in auto mode at 11. After switching to 12 the printed strip demonstrated appropriate auto mode function with assisted 64 47 and unassisted 56 48 pressures. The pump was then returned to 11. Upon inquiry tyler confirmed no chest x ray had been obtained since ICU arrival. He ordered one stat. The subsequent x ray revealed the distal balloon marker positioned near the fourth intercostal space suggesting the balloon catheter was positioned lower than optimal. Tyler confirmed this interpretation and stated he would reach out for further assistance if needed. No adverse patient events were reported and product surveillance could not be obtained at that time. Later follow up with the micu indicated the patient had been transferred back to the cath lab for impella placement and iabp removal. Product surveillance remained unavailable though patient demographics were provided. Staff were encouraged to reach out for any further troubleshooting needs. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in all iab risk files. All iab ifus address the reported failure. The investigation does not indicate that the device was inadvertently released as nonconforming or an adulterated product or was a counterfeit. Each iab manufactured is 100 inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow nonconforming device to be released. Based on the rational provided above no escalation to the CAPA process is required.

Event description:
N/a.